Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the patient went into ventricular fibrillation and was shocked the patient had a 2.75x18mm promus stent deployed in the distal right coronary artery (rca) and a 3.5x28mm promus stent implanted in the mid-rca. One day later the patient presented with stent thrombosis. To treat the thrombosis, a 3.5x15mm non-bsc coronary balloon was advanced to the proximal rca and inflated one time to 13atms/20sec. Next a 3.5x15mm quantum maverick balloon was advanced to the proximal rca and inflated to 7atms/11sec. It was also inflated in the mrca @13amt/13sec. The patient went into ventricular fibrillation was shocked at 360 joules. To complete the procedure, a 3.5mm promus stent delivery system (sds) was advanced to the mid rca and the stent was deployed at 12atms/18sec. The stent was post dilated with the same quantum maverick balloon inflated at 12atm/13sec, 19atm/13sec, 19atms/15sec and 17atm/25sec. After visualizing the lesion with ivus, additional dilatation was performed with a 3.75x20mm non-bsc balloon inflated to 15atm/19sec and 17atm/20sec. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).